Event description:
It was reported about a supermultivas ifs that, during a pcl (posterior cruciate ligament) procedure, while debridement of the pcl the ceramic spacer and electrode fell off into the patient's knee. Although the procedure was completed without significant delay using a back-up device; the components that have fallen off were left inside the patient's knee. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. No clinical/medical documentation was provided for this investigation. It is unknown if there will be any migration or micromotion to cause any issues. The ceramic spacer and the electrode are not intended for long term implantation. Impact to the patient cannot be determined at this point. Visual inspection under magnification of the returned wand show a complete detached spacer. The part was not returned as reported. No visible manufacturing abnormalities were found. During functional evaluation the device was connected to a compatible quantum2 controller and did not work and presents an error message e-7 as reported. The fuse resistance was measured to be 1300ohms prior to activation which indicates that the device was previously used. After bypassing the error e-7 the device is glowing on one spot despite the detached tip. The suction line was tested and performed as intended; the suction line was tested and performed as intended; the complaint was confirmed as the device's spacer was completely broken off. The root cause could not be determined with certainty. Factors, which may have contributed to the complaint event include: (1)rate of ablation (2)power settings (3)prolonged use against dense or bony surfaces (4) suction rate and depth/amount of pressure on the tissue ablation no containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.